Manufacturer narrative:
Frozen screen and constant tone due to faulty motherboard. Unable to verify button/keypad anomaly due to frozen screen. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a constant tone and an unresponsive keypad. Customer's blood glucose was 82 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.